Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support. While on support, there were suction events all night despite recommendation to optimize position. Alarms were silenced. Trans-esophageal echo was done which showed impella was malpositioned. Care team opted to not optimize patient at that time. Chose to leave device suctioning through the evening and night. Patient's condition did improve which allowed the device to be removed. Additionally, the patient had major bleeding as a result of the coronary artery bypass graft (CABG) surgery. No heparin or anticoagulation given. The patient survived the event.

Manufacturer narrative:
The investigation of positioning issues and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical details was not provided. The cause of the positioning issue was most likely use related, based on given clinical details.